Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (B)(6) revealed the patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The caller reports that the recharger is not taking a charge from the dock since last night and the battery lights are scrolling. The following troubleshooting steps were performed: confirmed green light on the docking station, confirmed power adapter and cord are secure. Performed a hard reset off the dock and on the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department.